Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. D10. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins) implanted for spinal pain indications. It was reported that the patient stated the controller has not been working correctly for a while now. The patient stated they had called numerous times and had done the troubleshooting. The patient stated it was to the point that they would like a new controller or battery. The patient clarified the controller froze up and said that it cannot locate the device with and without the recharger attached. Patient stated when the controller is at 90% or 100%, it would show a message that the battery needs to be charged. The patient stated sometimes they could not turn the ins on or off. The patient was not sure of an exact event date - they stated that they were calling about it back in 2022. The patient stated that the battery pack was coming apart when they went to take it out of the controller compartment. The patient added that they had been resetting the controller often. The patient verified that there was no visible damage to the recharger cord or plug. The issue was not resolved. An email was sent to the repair department to replace the controller and the battery pack. The patient called on (B)(6) 2023 and reported that they received a replacement co ntroller, but not a replacement battery pack. The patient's original battery pack was cracked and unusable. The manufacturer's patient services specialist (pss) sent a request to repair to request they send a battery pack. Upon further review, pss updated the item requested from the 97745 controller to a 97745bp battery pack. The patient called back on (B)(6) 2023 and was very escalated because they received another controller rather than a battery pack. The patient was upset by multiple failures to send a battery pack and said they were in pain. Pss reviewed that batteries were sent in a dummy controller, but the patient confirmed they checked inside the controller and there was no battery. Another request for a battery pack was submitted to repair. The patient called backon (B)(6) 2023 and reported they got the battery pack, but when they wanted to begin charging they saw no device found. The patient confirmed they hadn't been able to charge their ins for a day or so prior to first call. Pss walked the patient through starting passive recharge mode and pt saw 0-0-0. Pss reviewed best practices for positioning recharger (they had been positioning hole of recharger over ins), then the patient saw up to 80. Pss reviewed that the patient may need to charge like that for at least a cycle of 15 minutes, but if they were unable to charge after approximately 30min they should call back for additional assistance. While discussing positioning, pss discovered that the patient never received recharging belt and sent a request to repair for belt. The patient called back on (B)(6) 2023 and stated that they were still unable to recharge. The patient stated that the recharger is overheating near the paddle and on the relay box. The patient also stated that their new battery pack was depleting rapidly. An email was sent to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type programmer, patient product ID (B)(4) serial# (B)(6) product type accessory product ID (B)(4) serial# unknown product type accessory product ID (B)(4) serial# (B)(6) product type recharger h3. Analysis performed on [product ID (B)(4) serial# (B)(6) analysis found that there was a recharge antenna failure, no device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the inability to recharge, the recharger overheating, and the patient's pain were resolved with a new controller and recharger.